Event description:
Pharmacy supervisor reports that the facility has been experiencing frequent leaks at #9 site of the diagram on the label copy. Follow up with the customer revealed the sets are leaking at the luer lock/tubing junction during infusion of chemotherapy drugs. The reporter states one pt's skin was exposed to the drug, however, no pt injury occurred and no medical intervention was required. There were no pt or staff injuries in any incident. The spills were cleansed according to hospital policy.